Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the initial evaluation of the field service engineer, the customer's complaint was duplicated. The repair has not been completed yet. The device's system board needs to be replaced to address the issue.